Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. H6. Investigation summary: bd received two (2) samples and a photo for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, the customer samples along with twenty (20) retention samples from bd inventory, were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® serum blood collection tubes, an unspecified number of tubes underfilled. There was no report of patient impact.